Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited undersensing that was causing pause alerts. Upon further interrogation, r-wave amplitude variation was noted. Having the patient change positions resulted in similar r-wave measurements with noise. It was believed the device was loose in the pocket. Programming changes were made. The patient was stable.